Event description:
Per complaint form: patient had device placed (B)(6) 2012, to right upper extremity and was used regularly for infusions and blood draws, as well as daily flushing. Patient presented to hospital (B)(6) 2012, with an unrelated issue, but when she removed her jacket, the white hub of the catheter fell off of the catheter. Patient denied any pulling or trauma. Catheter was examined earlier in the day and found to be normal. Catheter was replaced. Increased risk for infection - patient developed a fever and was admitted for monitoring and IV antibiotics after having catheter replaced.

Manufacturer narrative:
Patient: fever is not labeled in the IFU. Device: device breakage is not labeled in the IFU. The complaint device (white hub only) was returned in an opened and used condition. A visual inspection noted that the white hub did separate from the catheter. Quality control does not inspect to insure that the assembly will withstand specified pressure. A tensile test is performed on shafts, extension tubes and hubs. Material must withstand specified pressure for each bond and distal shaft. Final inspection for turbo-ject peripherally inserted central venous catheter confirms correct extension tube with winged flla and that they are securely attached. Stamping on winged flla and extensions must be correct and legible. Confirm correct clamp has been used. Instructions for use (IFU) are supplied with each device and states precautions regarding to impeded lumen flow and power injection. We are inconclusive on how the device could have contributed to the failure mode. Cook's supplier has been contacted due to prior similar complaints. They could not recreate the failure mode. We are inconclusive as to why the failure mode happened. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the conclusion of the risk analysis, risk mitigating action is not required at this time.